Manufacturer narrative:
Reported event: an event regarding abnormal ion level and fretting involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2007 the patient underwent right hip replacement surgery and was implanted with the above listed components. It is further alleged that following the implantation blood test showed that the hip has given her heavy metal poisoning and was revised on (B)(6) 2021. Stryker was made award of this event via legal counsel. April 8, 2021: update from the stryker legal department indicates that the patient also alleges toxic levels of cocr debris/metallosis.